Manufacturer narrative:
(B)(4). Complaints of this nature are being investigated under (B)(4).

Event description:
The facility stated that the aq2003v silicone lens was received torn when they opened the packaging. No patient contact.